Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in pacing threshold measurements. An x-ray taken indicated the rv lead had dislodged. Surgical intervention was performed and despite some difficulties retracting the helix, the rv lead was repositioned and remains in service. The patient was also reported to have had an infection, although the source of the infection and whether it was caused by the implanted system was not confirmed by the field. No additional adverse patient effects were reported.